Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using humalin u500 insulin with the pump. Tandem customer technical support informed customer that humalin u500 insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.